Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the video cable was broken causing green image, whereas the most probable cause of damaged fiber bonding area at outer tube distal end is traced to component failure. The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gynecologic laparoscope which is an olympus asset with no reported complaint. During evaluation of the green image and damaged fiber bonding at outer tube distal end was found. The service repair technician indicated that the video cable was broken causing green image, whereas the most probable cause of damaged fiber bonding area at outer tube distal end is traced to component failure. There was no patient involvement.